Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d3, g1-2: the manufacturer name and manufacturing site name have been updated to reflect the correct information. Additional information: investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l93078), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number (5l93078), and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via phone that during a rotator cuff repair, an 4.9 mm healix adv sp biocryl anchor broke while inserting it into the burr hole, all pieces were retrieved and surgeon had to use another anchor that was able to be put in the same burr hole to complete the procedure. No surgical delay or patient consequence reported. Device was discarded.